Manufacturer narrative:
Hologic technical support (ts) and hologic product applications specialist (pas) reviewed logs and found no instrument issues. Pas noted the controls were well within range, below the negative cutoff of 440 rlus. Ts relayed pas review to customer who understood the negative control rlus being higher than expected was likely due to lot-to-lot variability. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 297267 on panther instrument sn (B)(4) which had elevated negative control rlus (rlu 319), leading them to question the run's validity. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.